Event description:
During a revision of competitor product, two pieces of the restoration modular extractor cold welded together. They could not remove the extractor from the cone body. The piece had to be cut off from the implant. An hour delay was reported. The cone body remained implanted and the surgery was completed successfully.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 21-mar-2014. There have been 2 other events for the lot code. The device was returned with one of the three collet fingers cut from the device as per the event description. The cut finger was not returned. The remaining 2 fingers showed scrapes and gouges that may have occurred when the third finger was severed. They showed no signs of any cold welding or galling. Without examination of the finger cut from the device, the event can not be confirmed nor a root cause determined. No further investigation for this event is possible at this time. If the missing device finger becomes available, this investigation will be reopened.

Event description:
During a revision of competitor product, two pieces of the restoration modular extractor cold welded together. They could not remove the extractor from the cone body. The piece had to be cut off from the implant. An hour delay was reported. The cone body remained implanted and the surgery was completed successfully.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.